Manufacturer narrative:
(H3) the revision reported was likely the result of a combination of prosthesis wear, osteolysis, and loosening. The prosthesis wear was likely due to excessive loading of the femoral component on the anterior portion of the tibial insert and third body wear. The loosening and osteolysis were likely the result of an insufficient bond between the implants and the bones and patient-related conditions. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Also, the most probable root cause associated with the reported event of "osteolysis" is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the reported event of "loosening" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant devices: size 2f/2t logic fit tray. Size 2 15mm ps logic insert. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6 yrs popstop the initial l tka, this female patient¿s left knee was revised due to poly wear and osteolysis. The insert was removed, the femur and tibia both checked and found to be loose. Patient had significant bone loss and needed a distal femoral replacement. Patient was last known to be in stable condition following the event. The device is not available for evaluation as the hospital discarded the devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of a combination of prosthesis wear and femoral loosening. Additional reasons for the reported revision may be tibial loosening and inclusion of the polyethylene in the packaging recall. However, the reported tibial loosening could not be confirmed from the provided information. The prosthesis wear was likely due to excessive loading of the femoral component on the anterior portion of the tibial insert and third body wear. The loosening and osteolysis were likely the result of an insufficient bond between the implants and the bones and patient-related conditions. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section d10: concomitant devices lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020 / serial# (B)(6)) logic femoral ps cem left sz 2 (cat# 02-010-01-0220 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt